Manufacturer narrative:
The device was received fully deployed with evidence of blood observed on the adhesive pad, soft cannula, and hard cannula. The exposed portion of the soft cannula was observed to be kinked. The timing and cause of this damage could not be determined. Timeouts and a subsequent 0x14 occlusion alarm were observed at the end of pod data. Fluid was unable to travel the complete fluid path due to a blood occlusion located in the hard cannula which is confirmed as the cause of the observed timeouts, subsequent alarm, and reported inability to deliver insulin. No damages or defects that would contribute to bleeding were observed. It could not be determined if the cannula damage contributed to the reported event. The cause of the observed blood occlusion and subsequent alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.3. Smartphone hardware: iphone16.1. Cgm sensor type: g6.

Event description:
It was reported the patient's blood glucose level rose to 400mg/dl while wearing the pod between 4 and 24 hours. The doctor advised the patient to remove the pod and treat herself or activate a new pod.